Event description:
A malfunction was reported with a code displayed as malf 0, but a notable event did not occur beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.